Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and a review of the alarm log were performed. The f-94 (configuration option settings checksum is not 0) alarm was identified during visual inspection. The cause of the condition was determined to be damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump cannot turn on. It was not specified when in the process this occurred. There was no patient involved. No additional information is available.